Manufacturer narrative:
E1 phone number in full: (B)(6). The device was returned to olympus for device evaluation, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause of the event could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had error code e315 (incompatible scope error), and the scope was not connecting to the video components (the stack). The issue had occurred during inspection for use before the patient entered the room. There were no reports of patient harm.